Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent button response due to moisture damage to keypad traces. Insulin pump had minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained address and serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 156 mg/dl. The customer stated that she was attempting to give herself a bolus when she found that the buttons were not responding. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.